Event description:
It was reported that during use of this 131f7 swan-ganz catheter, it was found to be leaking saline. There was no apparent physical damage. There was no patient injury. The product was returned for evaluation and an unknown material which appeared to be adhesive residual was observed on the catheter.

Manufacturer narrative:
One 131f7 swan-ganz catheter was returned with monoject limited volume syringe and non-edwards contamination shield for evaluation. The reported issue of the catheter leaking was confirmed. A 12mm long cut was observed on the body at 93cm from the tip. The proximal injectate lumen had leakage through the cut. There was unknown material that appeared to be adhesive residual observed around the damage. The distal lumen was patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than five minutes without leakage. A device history record review could not be completed due to the lot number being unknown. An engineering evaluation was assigned to the manufacturing site for further investigation. The unknown material was sent to chemistry for further analysis. The white gel like material was identified. The sample spectrum is consistent with that of poly(butyl acrylate). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.